Manufacturer narrative:
The complaint part (level detector module) was returned for a no ¿air detector alarm¿ when the drip chamber is not present in the level detector housing (reported failure). The level detector have a missing pin on the clamp and cosmetic damage (scratch marks) on the faceplate. There are no other damage found on the level detector module. The level detector was tested on a test machine to investigate for the reported failure. During dialysis there was no ¿air detector alarm¿ (no visual alarm) when the drip chamber was removed from the level detector. A self-test also passed without the chamber present. The reported failure was confirmed. Further investigation revealed the level detector was out of calibration which caused the reported failure to occur. The switch point for both channel 1 and channel 2 potentiometer were off by five to six turns clockwise from calibration. After properly calibrating the level detector, the ¿air detector alarm¿ occurred when the drip chamber was removed from the level detector, as expected. The functionality on the occlusion clamp of the complaint level detector module found no problems. An inspection on the faceplate, housing, and level sensors found to have corrosion. The device history record did not reveal any issues or problems related to the reported symptom code(s). The complaint part was returned to return goods for final disposition. A serial number search in the ptc complaint system of the complaint machine serial number found no other complaints with the same symptom code within 90 days of the notification date. The alleged event is confirmed.

Event description:
"."

Manufacturer narrative:
Temporal relationship between the hd treatment on (B)(6) 2018 with the fresenius 2008t machine and the reported patient ¿coding,¿ subsequent hospitalization resulting in the patient ultimately expiring exists. However, there is no documentation to support a causal relationship between the 2008t machine and the reported adverse events. There were no reported machine alarms or malfunction during the hd treatment. However, the patient had a complex medical history including cva, cad, diabetes and a significant cardiac history putting him at risk for sudden death. The arrhythmias leading to cardiac arrest and the dnr status (withholding of resuscitation efforts) were the ultimate cause of death. There is no indication that any device malfunctioned occurred. Based on the event details provided it is unlikely that a causal relationship exists between the any fresenius device and the adverse events leading up to and including expiration of the patient. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Hemodialysis clinic reported that during hemodialysis treatment, the patient coded and the patient was taken to the hospital. Additional information was solicited and received. On (B)(4) 2018 it appears that this (B)(6)-year-old, male, end stage renal disease (esrd) hemodialysis (hd) patient was receiving a scheduled in-center hd treatment. With approximately 5 minutes left of the hd treatment the patient ¿coded¿. Reportedly, cardiopulmonary resuscitation efforts were immediately initiated. The patient was noted to have a shockable rhythm and was shocked once before emergency medical services (ems) arrived on scene. Subsequently, the patient was noted to be in ventricular fibrillation arrest; the patient was defibrillated which resulted in return of sinus rhythm. The patient was emergently intubated in the field with a reported glasgow coma scale of 3 and was brought to the emergency department (ed) where hypothermia protocol was initiated. Initially, an amiodarone bolus and drip [intravenous (IV)] was started. However, the patient became bradycardic and it was discontinued. At some point the patient was admitted into the intensive care unit (ICU). At an undetermined time, the patient was also noted to be hypotensive and required a levophed IV drip. When the hypothermia protocol was completed, the patient was subsequently rewarmed. On (B)(6) 2018, the patient was reportedly more awake and following simple commands. At which time the patient was started on weaning protocol with a plan was to extubate in next 1-2 days if the patient continued to improve. The levophed drip was discontinued. However, the patient was having multiple ectopic beat on telemetry and amiodarone was started again by cardiologist; the ectopy improved. Nonetheless, on (B)(6) 2018 at 0245am the patient went into a sustained ventricular tachycardia, at 0250am the nurse was unable auscultate a heart tone or palpable pulse, and at 0315am the patient went asystolic and expired. Of note at the time of the patient expiration a do not resuscitate (dnr) order was in place. The patients¿ vital signs during hospitalization: blood pressure: minimum 77/43 to a maximum 194/98; heart rate a low of 43 to a maximum of 101; respiratory rate 5-29 with an oxygen saturation of 94-100 percent; ventilator dependent. The clinic nurse indicated that there was no malfunction on the dialysis machine. The machine was pulled from the floor for diagnostics.